Event description:
The pt was implanted with a smooth saline mammary prosthesis on 10/3/91. Subsequently, the pt experienced a deflation of the device, an infection and capsular contracture. The device was removed on 4/3/99.